Manufacturer narrative:
Investigation included user education and troubleshooting, including guidance to contact the cgm manufacturer for sensor troubleshooting and replacement if readings did not resume within 20 to 30 minutes, and instruction on manual bg entry and meal announcements. Investigation of this case revealed cgm signal loss to the ilet and intermittent cgm performance. It was concluded that the event involved cgm communication interruption affecting displayed glucose data on the ilet, with proper device function restored through user guidance and no adverse health effects reported.

Event description:
It was reported that the ilet displayed three dashes in the main menu circle concurrent with cgm instability, including rapid fluctuations followed by signal loss. Symptoms included perceived glucose variability without reported hypoglycemia or hyperglycemia symptoms. Outcomes included no alerts or alarms and no medical intervention or hospitalization.